Manufacturer narrative:
(B)(6). (B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject¿ needle was used in a procedure performed on (B)(6) 2018. According to the complainant, the device has an obstructed lumen. Attempts to gain further information regarding the event have been unsuccessful to date, should any relevant information be provided, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: an interject needle was received for analysis. A visual evaluation of the returned device revealed that there were no visual defects noted. The returned device looked in good conditions without evidence of damages, specifically the needle does not present any issues. A functional evaluation with the working length formed into two 2 diameter loops found the needle would extend and retract without problems or resistance. The handle operation did not present resistance while actuating the device. Water was injected through the returned device by its proximal end using a syringe and the water could exit by the needle (distal end) without problems. The complaint was not confirmed. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore the most probable cause of this complaint is not confirmed-returned since the complaint included a returned device review (visual, physical, and performance testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject¿ needle was used in a procedure performed on (B)(6) 2018. According to the complainant, the device has an obstructed lumen. Attempts to gain further information regarding the event have been unsuccessful to date, should any relevant information be provided, a supplemental MDR will be filed.